Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided. Through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.07 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Sizing issue.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.